Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. The device did not meet release criteria and needed to be fully recaptured. After the device was fully recaptured it was noted that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis as well as surgical intervening to treat the tamponade. The patient was doing well following these events later that same day. The patient was doing fine and was discharged from the hospital.